Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approximately 61 months after the implantation oversensing while moving the arm was noted on this ra lead. This lead, as well as the rv lead, were explanted on september 12 due to intermittent pacing inhibition.